Event description:
The hospital staff attempted to administer a shock to a patient diagnosed in cardiac arrest. The device allegedly failed to charge and displayed a connect cable warning message. A backup defibrillator was made available and used to administer shocks to the patient. The patient was not resuscitated. The reporter inidcated the alleged problem did not cause or contribute to the patient's death due to the use of a backup defibrillator to administer shocks.